Event description:
A caller reported an issue with a continuous glucose monitor (cgm), specifically experiencing error 42 related to the g6 sensor. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the caller was successfully assisted through the reset process, leading to the resolution of the error and the successful start of their sensor session.